Event description:
A stat dl 9.5 fr. 40 cc iab was inserted into a pt who was 62 inches tall. The pt blood pressure dropped so the iab was removed and a stat dl 9.5 fr 34 cc iab was inserted without any further problems. The following info was rpt'd to datascope on 4/24/97. The iab was inserted into the pt 3/29/97. On 3/30/97 after iabp for 15 hrs, the pt blood pressure dropped over 1-2 hrs and an alarm sounded from the pump. Augmentation decreased and the iab ruptured and was removed. A stat dl 9.5 fr. 34 cc iab was inserted without any furhter problems. The contact stated that there was no pt injury or adverse effects to the pt. The pt went on the expire on 4/3/97. Event complications: the pt blood pressure dropped-rpt'd 4/1/97, 4/24/97. Pt current status: expired - rpt'd 4/24/97.

Manufacturer narrative:
Device label code for f10. Position 1: 1738. Position 2: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.